Event description:
Customer states the following: "pump reported to biomed alarming pump failure. Biomed reported log failures "flow control status failure, safety processor failure". No patient harm." Preliminary evaluation of the pump log indicates that there was a positive valve actuation failure during and active infusion. Valve stopped actuating and never recovered. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.